Event description:
We had an issue with a bss 500ml bag and phacoemulsification cassette connection that was causing excessive drainage of bss fluid out of the machine with our alcon centurion today. I saved all of the items and packaging. The machine has been operating as usual and there has been no issue noted with the use of a new cassette and bss bag. Novartis.

Event description:
Additional information received from the reporter for report mw (B)(4) on 3/3/2022 to uncheck confidential box.